Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated coding in h6 and the device manufacturer date in h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The events can be detected and prevented in accordance with the following instructions for use: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the evis exera iii colonovideoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was white foreign material on the device. The reportable findings will be reported in section h10. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). Part of the insertion tube is caught and pinched and the insertion tube became deformed (handling issue). The resin area was detached due to humidity/ deteriorated due to the cleaned, disinfected and sterilized method used / and/or bending at a sharp angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.